Manufacturer narrative:
Na

Event description:
It was reported that the pocket was re-opened due to leads insertion reversal. The issue was clinically resolved by re-inserting the leads into the correct connector. The system remains implanted.